Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent surgery for olecranon fractures. The surgery was completed successfully. On (B)(6) 2025, the patient underwent surgery for removal of the va olecranon plate used in the initial surgery. During the removal surgery, four va locking screws were left inside the body. Three of the locking screws had their screw heads stripped during removal, and they were drilled with a carbide drill bit. One of the screws broke off around the screw head, and only the screw head was removed along with the screwdriver bit. As a result, a total of four locking screws remained in the body. The plate was able to be removed but was returned to the patient and could not be retrieved. The surgery was completed successfully within 30 minutes¿ delay.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot sterile part:04.211.048ts sterile lot no:238l373 manufacturing date:09 oct 2023 expiry date: 01 oct 2028 manufacturing site: werk selzach supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Manufacturing location: monument manufacturing date: 09-may-2023 part number: 04.211.048, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 48mm lot number: 6088p83 (non-sterile) lot quantity: (B)(4) nonconformance noted: n/a review of the DHR file: one piece was scrapped in cell at op #10, mill shaft threads, for set-up. Three pieces documented as quantity-count under at op #60, final inspection. Production order traveler met all inspection acceptance criteria apart from pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, ns071943 rev c met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. A manufacturing record evaluation was performed for the finished device with batch number 6088p83. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 04.211.048.999, 2.8mm ti screw blank 48mm 02.7 variable angle w/sd8 lot number: 5715p08 lot quantity: 943. Sixteen pieces were scrapped in cell at op #50, turn head and point, for dropped part. One piece was scrapped in cell at op #70, bag/label final, for dropped part. Production order traveler met all inspection acceptance criteria apart from the two hundred sixty-four pieces noted. Inspection certificate, 04.211.048.999-2-btq960886 / 2 met all inspection acceptance criteria. Device history review 24-nov-2025: DHR reviewed by: ypayero a manufacturing record evaluation was performed for the finished device with batch number 6088p83. No nonconformities or manufacturing irregularities have identified related to the complaint condition. H11 additional narrative: added: h4